Event description:
According to the reporter: occurred during a laparoscopic rectosigmoidectomy. While stapling the rectum, there was an incomplete staple line. The anvil was bent. The stapler sizers were not used. To correct the issue and complete the case, another stapler was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the instrument of the handle was partially compressed and the lifter spring was protruding. The safety feature was not engaged due to the partially compressed handle. Further inspection noted that the broken body assy weld was broken next to the safety feature. Further inspection of the broken site noted weld evidence. The anvil was tilted and the plunger was broken. Functional evaluation could not be performed due to the broken body assy weld observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the broken plunger may occur due to forcing the closure of the instrument after firing. Damage to the instrument's body assembly weld may occur due to improper handling of the instrument. The instrument had to be subjected to a very high force, thick tissue application, fall and/or hit to the body assy for the weld to break. The reported event could have occurred due to an improper handling of the instrument involving thick tissue that may have caused the body weld breakage leading to incomplete staple line. The broken plunger can occur when firing with a pre-tilted anvil that may occur due to thick tissue application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. The event report alleges the product was used in a surgical procedure. A definitive root cause could not be determined with regard to the reported condition. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.